Manufacturer narrative:
Summary of evaluation: the tibial component was not returned for evaluation. Attempts to obtain the device and/or lot code information have been unsuccessful.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert.